Event description:
Co received a medwatch 3500a report from the user facility in regard to the subject event accounted in co's MDR# 1999-00091. The event description includes three consecutive posterior needle misses for this reported event. Co's original account included one reported posterior needle miss. The techstar xl 6 fr devices in question were from lot# 4609 which was subsequently recalled in co's voluntary recall. (Reference MDR# 1999-00110).